Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Although the investigation could not draw any conclusions about the root cause of the pin breakage, the pin appears to have been placed in a leveraged position placing stresses on the pin and subsequently breaking. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The surgeon put the notch block on the femur and while attempting to drill in a headed-threaded screw with the pin driver the head snapped off of the pin and the pin got stuck inside of the block. Update april 10, 2015: the complaint sample was received. Examination of the submitted complaint sample identified a 950502089 hp threaded pin headed was broken.